Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the intermittent noise was noted on the ventricular channel. Impedance increased was also noted but was still in range. Due to the issues, a lead fracture was suspected. Fracture verification methods were discussed; however no further information was available.

Event description:
New information noted that the patient presented to the clinic for device replacement along with the right ventricular (rv) lead revision. The patient had 2 rv leads implanted. Competitor rv lead was capped and replaced on (B)(6) 2018. No further information was available.

Event description:
New information noted that a lead fracture was confirmed. The implantable cardioverter defibrillator was turned off. The patient was fine. A lead revision was discussed.